Event description:
Event description boston scientific received information that this device had a 2.53v cell voltage and a magnet rate of 80. One month ago, the magnet rate was a programmed rate indicating beginning of life (bol). The caller was inquiring about how long the device will last before replacement is necessary.